Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc) leak requiring aspiration. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. While removing the dilator from the sgc, air was noted in the sgc valve during aspiration. Under echo, it was noted that the sgc had moved from the left to the right atrium and was close to the fosa ovalis. After pulling the sgc away from the fosa ovalis and aspirating further, the valve was filled again with blood and the air was in the syringe. The sgc was used to complete the procedure. Two clips were implanted, reducing the mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak/loss of fluid column and slippage of the device in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.